Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Additional data: d.1., d.2., d.4., d.6., d.10., g.5., h.3., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: broken/opening sharp and two openings striated. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side posterior assessed as unidentified (tear) opening. One sharp opening assessed as unidentified (tear) opening. Two openings striated assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture and "patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and "patient¿s concern with the product." Device has been explanted.